Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00511 and 1058196-2011-00512. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during treatment of a pcom aneurysm (6.7*8.4mm, and the neck is 5.8mm) the physician used an enterprise vrd ((B)(4)), but it was difficult to advance at 1/3 of prowler select plus (mc) microcatheter ((B)(4)). The enterprise system was then withdrawn, but the tip of deliver system broke; therefore the stent and microcatheter were withdrawn as a unit. The procedure was completed with another device. During the initial insertion of the enterprise delivery system, no resistance was noted at any time during advancement through the mc, and no kinks were noted in the mc that may have contributed to the event. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without any reported damage. Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc), and the stent was still attached to the delivery system. One non sterile enterprise vrd and delivery was received inside of the dispenser inside a plastic bag. The enterprise stent was received in its original position. The delivery wire and the introducer tube presented no visual damaged. Based on the received condition of the stent and delivery wire received in the introducer and the report that the device was removed as a unit with the mc, it appears that after removal, the enterprise was removed from the mc & recaptured in the introducer. The enterprise was removed from the introducer tube and a separation of the delivery wire at the distal end between of the proximal delivery wire and the retraction bump was noted. The enterprise stent was inspected under a microscope and no damaged was presented, also the delivery was inspected and the separation was confirmed. Sem analysis of the delivery wire showed that the core wire fracture/separation surfaces presented evidence of chemical attack; however, it was not possible to determine conclusively when or how the chemical attack occurred. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of smearing and/ or ductile dimples. Additional sectioning and sem of the core wire adjacent to the fracture site was carried out to evaluate the possibility that the core wire contained evidence of corrosion into the center of the wire and thus, were the potential cause of the failure. The section did not reveal such evidence of defects. No corrosion or other defects in the material were noted. This suggests that the corrosion of the fracture surface occurred following the fracture of the wire. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429995. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The functional analysis for insertion through the mc could not be performed due to the product received condition. The reported delivery wire fracture/separation was confirmed. The root cause of the resistance and separation of the delivery wire could not be conclusively determined. It is possible that the resistance encountered during insertion contributed to the separation. The instructions for use warns that if resistance is met during manipulation, determine the cause of resistance before proceeding. It warns against applying undue force if resistance is encountered at any point during manipulation. A risk assessment has been initiated to evaluate this issue. Action has been opened in the codman system to address this type of event. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00511 and 1058196-2011-00512.

Event description:
It was reported that during treatment of a pcom aneurysm (6.7 x 8.4mm, and the neck is 5.8mm) the physician used an enterprise vrd (enc452812), but it was difficult to advance at 1/3 of prowler select plus (mc) microcatheter (606s255x/15341254). Then withdrew it, but the tip of deliver system broke. So the physician withdrew the stent and microcatheter, and changed to another one to complete the procedure. During the initial insertion of the enterprise delivery system, no resistance was noted at any time during advancement through the mc, and no kinks were noted in the mc that may have contributed to the event. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without any reported damage. Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc), and the stent was still attached to the delivery system.